Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's reported via phone call of that his insulin pump is displaying failed battery test with every battery that he attempts to use. The patient's blood glucose at the time of incident was 600 mg/dl. Customer's treated his high blood glucose with a bolus of insulin troubleshooting was initiated for the failed battery test, but the call dropped during troubleshooting. The customer was unable to be called back. No products were returned, replaced, or shipped.